Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation the imaging evaluation performed by a clinical imaging specialist showed the length from the left lowest renal to the circumferential graft measures 21.5 mm. There is a lack of wall apposition at the proximal end of the circumferential graft. There is contrast outside of the graft on the delay phase. There are patent lumbar arteries at the level of the graft. Endoleak of indeterminate origin.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a proximal type I endoleak. No aneurysm sac enlargement. There was a reintervention on (B)(6) 2023. The physician implanted a gore® excluder® aaa endoprostheses aortic extender in the proximal seal zone from the original procedure. The endoleak was resolved. The patient tolerated the reintervention procedure.